Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that while receiving cardiosave intra aortic balloon pump at getinge`s warehouse, the condenser of a pcb board was burnt out and unit does not turn on. There was no patient involvement.

Manufacturer narrative:
Correction field: h6(medical device ¿ problem code) updated field: g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). Other contact e-mail: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced solenoid control board and power management board. The unit was back in normal condition and met factory specifications. A service report was not issued due to the fact that this was detected and prepared within getinge's warehouse. The failure analysis and testing dept. Received parts with a reported unit failure of the unit not turning on. The fat performed a visual inspection and found to have a blown c12 component. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The unit turns on automatically. This is a known failure and has been resolved in an fsca. Retaining the parts in the failure analysis and testing department per procedure. Root cause 1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.